Event description:
It was reported during the implant procedure that there was difficulty positioning and fixating the lead. After several attempts, the guidwire would no longer go into the lead properly. The lead was not implanted. There were no patient complications as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.